Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03918 was provided in sections b1, b5, d6, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
The user facility reported a 67yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during repositioning, the impella was pulled out of the ventricle and unable to recross aortic valve. Decision was made to swap out the pump. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the positioning issue was improper technique as the pump was accidently pulled back across the aortic valve and the physician was unable to wirelessly re-cross the valve. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.